Manufacturer narrative:
Initial reporter is synthes sales representative. Upon visual inspection, the device was identified to be misassembled. Thus, the reported complaint is confirmed. The sleeve of the pfna blade shows some wear marks on the edges of the sleeve which might not have contributed the present complaint condition. No dimensional inspection is required as the reported complaint condition cannot be confirmed. No product design issues or discrepancies were observed during this investigation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Upon visual inspection the device was identified to be misassembled. Thus, the reported complaint is confirmed. A definitive root cause for the reported condition could not be determined based on the provided information. No product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history: part: 04.027.034s, lot: 3l04766. Manufacturing site: (B)(4). Release to warehouse date: 23. Jan. 2019. Expiry date: 01. Jan. 2029. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during on an unknown procedure, when the surgeon opened the proximal femoral nail anti-rotation (pfna) blade, it has been found out to be dismantled. There was a surgical delay for five (5) minutes. Patient and procedure outcome were unknown. This report is for one (1) pfna blade perf l95 tan. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The initial complaint was reviewed and found not reportable. Incorrect code was originally entered into device codes. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.